Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown amount of time post graft placement, the patient developed a pseudoaneurysm after a short time on hemodialysis. The patient required an emergent surgical procedure to prevent bleeding. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was unknown. Visual/microscopic inspection: the sample was not returned; therefore, visual/microscopic inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned. There was no specific deficiency alleged. The investigation was inconclusive. Based upon the available information, the definitive root cause was unknown. Labeling review: the current instruction for use (IFU) states: adverse reactions: potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line graft, and/or host vessel; suture hole bleeding; graft redundancy; thrombosis, embolic events, occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematoma or pseudoaneurysm; infection; aneurysm/dilation; blood leakage; hemorrhage; steal syndrome; and/or skin erosion. Blood access procedures: leave the graft in place for approximately two weeks prior to use. There is an increased risk of hematoma formation if the graft is punctured prior to complete healing. Insert the blood access needle at a 20° to 45° angle, with the bevel up. When the graft is penetrated, advance the needle parallel to the graft. Rotate (change) the cannulation sites. Do not repeat cannulation in the same area. Repeat cannulation may lead to formation of a hematoma or a pseudoaneurysm. Do not cannulate within the dialysis needle¿s length of the proximal and distal anastomosis. Strictly adhere to aseptic technique to minimize infection. Apply moderate digital pressure to the cannulation site after needle withdrawal. This compression assists in hemostasis. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown amount of time post graft placement, the patient developed a pseudoaneurysm after a short time on hemodialysis. The patient required an emergent surgical procedure to prevent bleeding. The current patient status is unknown.